Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the active titanium blade tip break off? Was the surgery delayed at all from this issue? If yes, how long? Did any part of the device drop inside the patient? If yes, was the part retrieved successfully? Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the tip of the device was broken during tldg. There were no patient consequences reported. No additional information is available at this time.